Manufacturer narrative:
Continuation of d10: product ID: 8578, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 20-may-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that a pocket revision was done. The patient had some swelling around the pump site, and they believed the pocket/implant site was too large and needed to be smaller. The provider believed that this was causing the swelling at the site. It was first determined that the catheter needed to be replaced while in surgery as they were opening the implant site to address what they believed to be a large pocket site. They observed that the catheter was actually torn at the pump segment (sutureless connector pin), leaving it disconnected from the spine segment. The surgeon removed the connector and replaced it with a new one. The torn segment of the catheter was trimmed and then connected to the pump segment. It was determined by the physician that the patient had experienced a pulmonary embolism recently. It was explained that at the time of that incident, the patient was being worked on by ems personnel, who had to physically carry him out of his home to get him into and onto a stretcher. It was believed that these actions, at the time life saving measures were being performed, caused the catheter to break at the connector pin where the two segments meet, in the pump pocket. There were no other complaints provided, or any issues with the therapy as reported by the patient or physician.